Event description:
Revised due to loosening. Replaced with tritanium revision cup.

Event description:
Revised due to loosening. Replaced with tritanium revision cup.

Manufacturer narrative:
The event was not confirmed as no items associated with the event were returned or made available for evaluation and medical records or x-rays were made available for evaluation. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was disposed by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.